Manufacturer narrative:
(B)(4). It was reported that while performing an afib procedure, during the transseptal procedure, the c3 system froze and the ultrasound image was lost on both c3 and uls systems when the c3 system had to be restarted. They were able to reboot the working station and resume the study successfully without patient's consequence. Fse follow up was requested. Fse attempted three times to contact to us cas with no success. Service declined. The history of customer complaints associated with carto 3 system # 11286 was reviewed. There was no any additional complaint out of (B)(4) additional reported complaints that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) . (B)(6) .

Event description:
It was reported that carto 3 system froze during transseptal puncture of an afib procedure. The ultrasound image was lost on both carto 3 system and ultrasound systems. Carto 3 system was re-started and the procedure was completed successfully without patient's consequence. The physician was able to monitor the catheter using fluro. This complaint is reportable as carto system freeze during transseptal puncture phase which pose risk to patients.